Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow up with this subcutaneous implantable cardioverter defibrillator (s-ICD), there were some initial telemetry issues. The field representative moved the wand around and was able to obtain a good connection near the base of the s-ICD. The software upgrade was able to be completed without issue. All testing was normal. The field representative called boston scientific technical services (ts) to ask how many beeps are expected with the upgrade. The ts consultant discussed that beeping would be heard with the telemetry session and software upgrade, which the field representative confirmed that is what occurred. This is normal function. No adverse patient effects were reported. The s-ICD remains implanted and in service.